Manufacturer narrative:
Concomitant medical products:: 638rl30 heart ring implanted: (B)(6) 2010, ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post ventricular pace as noted on the current electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.